Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte unit in an opened package. Upon visual inspection of the unit, it was observed that the top disc has separated from the top body of the q-syte. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. There are multiple stages of the manufacturing process where this defect may occur. In addition, if the unit has been removed from its original packaging the defect may also have originated during use or handling of the product. Based on the location and degree of the defect a specific root cause could not be determined.a device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was unglued and fluid would not run through it during use. The following information was provided by the initial reporter, translated from chinese to english: "due to the septum was unglued,resulting the fluid does not run out during infusion and it is difficult to replace."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was unglued and fluid would not run through it during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "due to the septum was unglued,resulting the fluid does not run out during infusion and it is difficult to replace."